Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Date of explant: explanted years ago

Event description:
A report was received that the patients ipg was nonfunctional. The patient underwent an explant procedure.